Event description:
A physician reported that during a cataract surgery with intraocular (iol) implant procedure, the iol was found to be scratched in the optic during insertion. The surgery was performed and completed after replacing the product with another one. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: intraocular lens (iol) returned pressed down between two (2) posts of the iol case base resulting in iol damage. Solution and blood is dried on both surfaces of the optic and haptics. Both haptics are bent/deformed -rejectable. The optic is bent/deformed, cracked/fractured and scratched/marked-rejectable. Additional information: the complainant indicates the use of non-company ophthalmic viscosurgical devices (ovd) as a viscoelastic, which is not qualified to be used with associated iol. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified ovd. The use of an unqualified ovd may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).